Event description:
Customer reported via phone call of not being able to use insulin pump due to not receiving test strips or insulin pump supplies. As a result customer was feeling ill. Customer reported of feeling tired, dizzy and weak. Customer reported that hands were swollen with no feelings in them. Customer also reported of having difficulty with vision. Customer became unresponsive while receiving assistance in priming. The emergency medical technician arrived to assist customer. Customer was able to successfully connect to infusion set. Emergency medical technician reported that customer would be taken to hospital depending on findings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.